Manufacturer narrative:
The customer declined to have the service representative fix the system. The system was determined to be at end of life. No further information is available.

Event description:
The customer reported that the system would not boot up during preventative maintenance. No patient injury was reported.